Event description:
It was reported that a doctor had had a patient with a stimulator that developed an infection and ended up totally crippled due to the infection. Follow-up was required to try to obtain further information on this historic event. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).